Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. One mitraclip xtw was implanted. A second mitraclip xtw was selected for implant at a1/p1 (anterior 1 and posterior 1 leaflet segments). It was noted there was difficulty deploying the second clip. The mandril would not detach from the clip. Excessive movement was required to release the clip. The mitraclip steerable guide catheter (sgc) was adjusted, and the stabilizer was moved medial to straighten the angles. The clip delivery system was curved to approximately 100 degrees. Upon deployment the clip embolized but was stabilized as a result of gripping chordae during grasping. A third mitraclip was selected for implant between the first and second clip. There was difficulty visualizing the third clip due to the presence of the first and second clips. Upon deployment, a single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. The final mr grade was 3. Per the physician the leaflets were diseased and friable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported issues could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, causes for the reported expulsion and difficult clip deployment could not be conclusively determined. It is possible that procedural conditions, such as the poor imaging or tension in the system, contributed to these events. However, this cannot be confirmed. The reported poor imaging is related to procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. One mitraclip xtw was implanted. A second mitraclip xtw was selected for implant at a1/p1 (anterior 1 and posterior 1 leaflet segments). It was noted there was difficulty deploying the second clip. The mandril would not detach from the clip. Excessive movement was required to release the clip. The mitraclip steerable guide catheter (sgc) was adjusted, and the stabilizer was moved medial to straighten the angles. The clip delivery system was curved to approximately 100 degrees. Upon deployment the clip embolized but was stabilized as a result of gripping chordae during grasping. A third mitraclip was selected for implant between the first and second clip. There was difficulty visualizing the third clip due to the presence of the first and second clips. Upon deployment, a single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. The final mr grade was 3. Per the physician the leaflets were diseased and friable.